Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/06/2016 with the following findings: the bb shows a loss of prime event on (B)(6) 2016 18:43; deliveries never resumed. Pump powers on with no issues. Pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u. The tdd¿s add up correctly and reflect the users programmed basal rates. No delivery defects found during delivery accuracy testing. Pump was found to be delivering within required range and delivering accurately. No delivery interruptions or eaw¿s occurred during testing. Investigators were unable to duplicate the complaint. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of 464mg/dl with nausea. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. Customer support (cs) completed troubleshooting and it was noted that the basal history does not match active basal program. This report is being made due to the history settings issue.